Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported that a heartmate 3 threaded tunneler hex placement was not aligned on one side of the lance. Due to this misalignment, the handle unable to lock. The end of lance remained intact and handle locked appropriately. The site used the side of the handle that locks. There was no reported harm to the patient. No further information was reported.

Manufacturer narrative:
Section d6: additional information. Manufacturer's investigation conclusion: the reported misalignment of the hexagonal feature of the tunneling lance could not be confirmed through this evaluation. The reported difficulty locking the tunneling lance to the tunneling handle also could not be confirmed. A specific cause for the reported events could not be conclusively determined through this evaluation. The center reported that the 16¿ threaded tunneler hex placement was not aligned on one side of the lance. Due to this misalignment the handle was unable to lock. The other end of the lance remained intact and the handle locked appropriately. The center used the side that the handle locks to for tunneling, and the handle was not used for the other. No alarms were reported for this event. It was reported that there was no harm to the patient. It was later reported that the center¿s sterilization and processing team was able to fix the lance. The handle attached and locked appropriately. Multiple requests for additional information were sent to the center; however, no further details were provided. The tunneling lance and handle have not been returned for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU outlines the steps for connecting the tunneling adapter to the tunneling lance and creating the driveline tunnel itself. The IFU states to ensure that the tunneling lance and handle have been cleaned, inspected, and sterilized in accordance with the provided instructions and hospital policy. This document also warns the user that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.